Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed creatinine (crea) results was obtained on a patient sample. A verbal result was reported to the radiology technician preparing for cat scan. Upon repeat testing, a higher result was obtained and reported. The reported result was above the criteria for cat scans. The plan to perform a cat scan was aborted. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.